Event description:
It was reported that when (1) device was used during an unknown procedure it did not release the staples easily. Another device was used to complete the case with no consequencee to the pt.